Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the customer's report. The dock connector board was replaced as a precaution. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.